Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false positive alinity I stat high sensitive troponin-I results for a 28-year-old female patient. Results provided: (customer reference range: positive >30 ng/l), (B)(6) = 34.9 ng/l on other alinity (B)(4); (B)(6) = 17.1 ng/l on other alinity (B)(4); (B)(6) = 57.7 ng/l on other alinity (B)(4), repeat on alinity (B)(4) 74ng/l at the same lab same time. The customer reported this was not a cardiac emergency and the patient was not diagnosed with a cardiac event. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I processing module, list number 03r65-01, abbott laboratories, (B)(6), to alinity I stat high sensitive troponin-I reagent kit, list number 08p13-34, a.i.d.d longford, (B)(6). MDR number 3005094123-2022-00275 has been submitted and all further information will be documented under that MDR number.